Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable, neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had an MRI for a stroke. The caller did not know if the stroke was related to the dbs device or not. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: 2015-(B)(6)explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no MRI done so there is no definitive diagnosis of the stroke. The patient stated that after a brisk walk that was approximately 45 min they began to become dizzy and leaning to the left before they fell, but still awake and cognitive. The doctor put the patient on medications and the neurosurgeon placed them on a heart monitor for 2 weeks. They stated they were still woozy and not sleeping well, but they think it could be related to the drugs. There were no further complications reported.